Event description:
On (B)(6) 2015 - PICC nurse was called to clear line due to alleged complaint of occlusion. When PICC nurse arrived, staff nurse said she got it worked out. Next day, (B)(6) went to ICU to check on report of occlusion for same line. Once arrived, the occlusion was not present. Clin spec was able to infuse but no aspiration was present. The line was then removed after pt complained of alleged burning sensation during infusion of medication. Upon removal a rupture in the line was found between the 4-5 cm markings.

Manufacturer narrative:
The prod returned for eval was one 5frt/l powerpicc solo catheter. The catheter terminated between the 46 cm and 47 cm depth markings. Needleless injection caps were attached to all three luer hubs. Two injection caps had alcohol sanitizing caps attached, which were discarded. Adhesive residue was observed on the extension tubes. Blood residue was observed within the catheter tubing at the distal tip. A longitudinally aligned split was observed between the 3 cm and 4 cm depth marking. The split edges appeared to exhibit a serpentine shape. Light material discoloration was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12 ml syringe revealed that all three lumens were patent to infusion following clearance of blood product occlusions; however, during infusion through each lumen, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed severe tensile weakness and material necking in the vicinity of the split. Microscopic inspection of the split confirmed that the edges exhibited a serpentine shape. The split edges were sharply defined and dully granular. The material discoloration, tensile weakness, occlusion distal to the split, and the split edge characteristics were all typical of burst damage secondary to over-pressurization. This type of damage usually occurs due to flushing the sample with a syringe smaller than 10 ml or flushing against an occlusion. The event description indicated that an occlusion was reported for this sample. The prod IFU states "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." A lot history review (lhr) of rezc0405 showed no other similar prod complaint(s) from these lot numbers.